Manufacturer narrative:
Results: the ace64 was kinked approximately 59.0 cm from the hub. Bends were present along the length of the ace64. Conclusions: evaluation of the returned ace64 revealed a kinked device. This type of damage typically occurs due to improper handling during removal from packaging. If a device is forcefully retracted at extreme angles during removal from the packaging or otherwise mishandled during preparation, damage such as kinks may occur. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technician noted that the penumbra system ace 64 reperfusion catheter (ace64) was kinked upon removal from the packaging of the penumbra system ace 64 hi-flow kit (kit). The damage to the ace64 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace64.